Event description:
It was reported, during g3 surgery, the surgeon inserted the set screw into the nail. Afterwards, the surgeon found that the rubber part at the tip of the driver shaft was broken. The surgeon could not remove the broken piece.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.